Manufacturer narrative:
A user facility reported that "baby got hot" when using the hnicu-37 probe. A sample has been requested but has not yet been returned to deroyal. This report came in as one complaint, but because it described seven separate events, it will be reported for each event. This report is five of seven (5/7). This investigation is not complete at this time. No further information is available at this time. We will provide follow-up report once more information is available.

Event description:
Baby got hot.

Manufacturer narrative:
A user facility reported that "baby got hot" when using the hnicu-37 probe. For the seven complaints filed, seven lots were listed. Samples were requested for these complaints, however only samples from one lot were returned. A sample from lot 57789321 was not returned. This report came in as one complaint, but because it described seven separate events, it will be reported for each event. This report is five of seven (5/7). Function results of the work orders pulled were reviewed and it was confirmed that no discrepancies were reported during the manufacturing process. Deroyal completed an inventory check on (B)(4) probes and all were found to be acceptable. A review of work orders of (B)(4) cases were also reviewed and no issues were found. The device history record was also reviewed and no issues were identified. A complaint to sales ratio was conducted over the past two years. From that time period, a complaint ratio of (B)(4) was found. Testing of the one of the returned devices from a different lot did reveal a grinding manufacturing error showing the wire set was grinded above the maximum limit. While this issue was concluded for the device with lot number 58195314, the specific device for lot 57789321 was not returned. Because the device was not returned and no issues were found within the manufacturing process or inventory, no root cause could be determined. Deroyal will continue to monitor for trends around this item and issue. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if more information becomes available.